Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a meniscus refixation surgery the needle broke off inside the knee scorpion. The needle got stuck in the shaft and did not transports itself anymore. The reported event was confirmed as the evaluation revealed that the needle is stuck in the cannulation. Even with a lot of force, the needle cannot be removed. The red plastic handle is already deformed by the attempts to remove the needle. The most likely cause for the reported failure can be attributed to wear and tear. Further the device shows signs of metal surface oxidation on the shaft.

Event description:
It was reported that during a meniscus refixation surgery the needle broke off inside the knee scorpion. The needle got stuck in the shaft and did not transports itself anymore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.